Manufacturer narrative:
B3: event date is estimated.

Event description:
Denovo dbs surgery. Final brain lead position was not able to sufficiently manage symptoms despite extensive programming attempts. Patient was brought back for lead successful repositioning.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.